Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition issue. The reporter stated that when a replacement clip went into the u-groove, it made a click sound then wiggled like it was loose. The reporter stated that the same issue had occurred with the previous clip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: inspection and testing confirmed that there were no defects found on the belt clip insert (u-groove) and there was no evidence of damage. The plastic belt clip was not returned with the pump. A test belt clip was used during the investigation and found to attach securely to the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.